Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported "tenderness" and "complex fluid." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; underweight, opening extended and red particles in the shell. A visual and microscopic analysis was performed which identified; sharp extended opening and striated curved opening on radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. A sharp opening assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
The event of late seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "tenderness" and "complex fluid." Device has been explanted.